Event description:
The instruments are worn and the grips are cracked. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: the root cause of the cracking is attributed to subjecting the device to an acidic cleaning solution. The sales rep is instructed to remind the users that devices should not be cleaned with cleaning solutions havind a ph > 7.